Event description:
It was reported that the plastic case of the catheter was found broken before use near the entrance of the plastic case. The customer commented that the case was broken when it was delivered to the hospital, but the dealer commented that it was not broken at that time. No patient injury was reported.

Manufacturer narrative:
One biliary balloon probe catheter inside a broken gray shipping tube was returned for evaluation. There was no outer box returned with the catheter. The gray shipping tube was broken at the bond site. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU inside the (B)(4) IFU pouch. The product sterility was found to be compromised. Upon examination, the catheter was found to be in good condition when removed from the tube. Visual examinations were performed with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer complaint was confirmed and may be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.